Manufacturer narrative:
Investigation in process. No additional info at this time.

Event description:
It was reported that, "the surgeon performed a tha surgery on the pt with navigation system on (B)(6) 2009. The surgeon used the universal accolade tmzf stem impactor to insert the accolade stem into the pt's femur. However, the surgeon could not join the nav acc tmzf stem inserter with the accolade stem after inserting the stem. The surgeon thought that the drive hole was deformed by the universal accolade tmzf stem impactor because the tip of the impactor contacted on the thread of drive hole." No pt impact was reported for this event.